Event description:
It was reported that during a trans-ureteral lithotripsy (tul) procedure, the device failed to open. The location of the lesion is unknown. The stone cone 3fr. Retrieval coil was advanced to the lesion and the endoscope was removed. Upon attempting to retract the sheath to open the coil, the outer sheath was "stuck" and the physician was unable to open the coil. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.